Manufacturer narrative:
Additional information received indicated that the exact location of the reported leakage was not known but it was suspected to be at the luer hub or at the transition of the hub to the catheter. The balloon was attempted to be inflated but no constant pressure was reached and did not exceed sixteen atmospheres. The inflation device used was a non-cordis product. No target lesion/target lesion characteristic information was available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The contrast media used was unknown and the contrast to saline ratio was also unknown. No guiding catheter was used. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Based on the additional information received the subject code is being changed to pta system leakage. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during inflation of a 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc), leakage/water escaped was noted from the device. The operator changed the inflation device but the source was the bc. A new balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
During inflation of a 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc), leakage was noted from the device. The operator changed the inflation device but the source was the bc. A new balloon catheter was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the exact location of the reported leakage was not known but it was suspected to be at the luer hub or at the transition of the hub to the catheter. The balloon was attempted to be inflated but no constant pressure was reached and did not exceed sixteen atmospheres. The inflation device used was a non-cordis product. No target lesion/target lesion characteristic information was available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The contrast media used was unknown and the contrast to saline ratio was also unknown. No guiding catheter was used. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. The product was returned for analysis. One non-sterile unit of saber 5mm x 4cm 90cm bc was returned. Per visual analysis eight kink conditions were observed at 10.5 cm, 15.5 cm, 29.5 cm, 47 cm, 62 cm, 78.5 cm, 88.3 cm, and 92.5 cm from the distal tip. It was noted that the balloon had been inflated and deflated. No another damages were observed. Per functional analysis a 0.018 guide wire (lab sample) was advanced through the catheter despite the kink conditions observed. Flushing of the inflation lumen was performed and a leak was noted in the inflation port of the hub due to a crack which was observed. Per microscopic analysis a crack condition was observed on the inflation hub and the tip end was observed bent. Per sem analysis the crack had spread entirely through the wall of the hub. The external surface of the hub presented no evidence of mechanical damaged near to the crack. The inner wall fracture surfaces of the hub suggest that an excess of force was applied to cause the cracking. No visual evidence of any chemical degradation or cutting in the material was noted. A device history record (DHR) review of lot 17274806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported pta system leakage: potential for dissection, perforation or other vessel damage (peripheral) was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review following analysis, procedural or handling factors may have contributed to the event as evidenced by fractures noted on the inner surface of the hub which may indicate the use of excessive force on the hub. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. According to the IFU, prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.